Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified distorted light exiting the connector face, indicating an internal connector fracture. Burn marks were also observed on the connector face. During functional testing, it was found that the beam was a little weak. A fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and console led to the burn marks observed on the fiber face. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was returned without initial reporter and performance allegation information. Analysis of the returned device identified an internal fracture on the connector and burn marks on the connector face. The beam was also weak. The procedure was completed with another device. There were no patient complications.